Event description:
The customer reported inaccurate values. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow-up report will be submitted. Initial reporter phone number: (B)(6).

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. During evaluation, no product performance issues related to the accuracy of spo2 and pulse values. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6), corrected data: g4. Date received by manufacturer was submitted as 07-mar-2023, actual is 09-mar-2023.

Event description:
The customer reported inaccurate values. No patient impact or consequences were reported.